Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) japanese male patient had impella 2.5 inserted in the right femoral for cardiogenic shock from frequent ventricular tachycardia. The patient developed lower limb ischemia for which a sheath femorodemoral (ff) bypass was placed for both blood removal and delivery. Subsequently, the patient developed a hematoma. Manual pressure was placed, and two units of red blood cells were administered.